Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Externalized conductors due to internal insulation abrasion were noted at 8.5-10.5cm and 12.2-15.4cm from the distal tip. The sensing conductor etfe coating was intact at these locations. Internal insulation abrasion was noted at 10.6-12.0cm from the distal tip. The etfe coating was abraded at this location.

Event description:
It was reported that during normal follow up, externalized conductors were observed via diagnostic imaging. No electrical anomalies were detected. Patient was asymptomatic. Lead was explanted and replaced.